Event description:
A pt was being supported with a thoratec ventricular assist device (vad), when the biomedical engineer noticed smoke emerging from the lower front portion of the dual drive console (ddc). The pt was disconnected from the ddc and was supported using the emergency hand pump until connected to a back up driver console. There was no reported effect on the pt. The dual drive console was shipped back to thoratec pleasanton for investigation. Initial examination of the ddc showed that the uninterruptible power supply (ups) has malfunctioned. Thoratec is in the process of further investigating this failure. The ups has been sent to the vendor for further evaluation. Any necessary corrective action will be determined upon completion of the failure investigation.